Event description:
Complainant alleged that during the incoming inspection of the device, the device was left on for 6.5 hours in ac mode, with battery installed in the unit. The device was then unplugged and charged to 200 joules. The device screen then went blank and then displayed a "status 72" message. The display screen operated when the device was connected to ac power. The complainant indicated that there was no pt involvement in the reported malfunction.